Event description:
Related manufacturer report number: 1627487-2022-05263. It was reported that the patient's ipg was explanted and the lead was cut on an unknown date due to a previous infection at an unknown site. The lead was later explanted for a new system since the infection had cleared.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.